Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.technical operations team tested retains of the cartridge lot and did not confirm customer complaint.

Event description:
On (B)(6) 2021, a customer used intercom to report discrepant cue test results using cartridge lot 17488c on reader sn: (B)(4). Customer got a positive cue result, followed by 3 cue negative results and once again got a positive cue result. Customer is exhibiting covid symptoms such as sore throat, body aches and a headache. Customer hasn't been in close contact with anyone that has covid.